Event description:
This device was used in the sudden cardiac arrest of a (B)(6) male, in which the pt did not survive. The end user described the event as below: upon arrival, the pt was supine, not breathing, CPR in progress. Several ent-bs were present, each taking different roles with oxygen, respirations, compressions, AED etc. Emt-b turned on AED, applied pads, analyzed. AED instructed "shock advised." At the point of delivering shock, emt-b accidentally hit on/off button. AED communicated "discharging" and shut down. Emt-b immediately turned AED back on, repeated analyze phase, AED instructed "shock advised." As AED was charging for shock, it gave message about battery or charge being insufficient for shock (exact words are not remembered, but that was the basic message). Emt-b analyzed again, AED again said "shock advised", AED started charging, but then said battery or charge insufficient. At this point switched to back-up AED and shocked pt a total of five times.

Manufacturer narrative:
Data obtained from the device showed that during this event the device was inadvertently switched off. The device was power-up and 25 seconds after this the device did issue the "low battery" warning prompt. This low battery warning did not prevent the device from performing to specification in the diagnosis and treatment of the pt. The clinical report confirmed that the main arrhythmias present were low amplitude ventricular tachycardia and asystole and therefore non-shockable. The data confirms that the device correctly diagnosed this and requested the operator to perform CPR. When the device is analyzing the device instructs the operator to "do not touch the pt." There is evidence in this report to show that the operator had continued with CPR during the analyzing window. Continuing with chest compressions caused interference and the device issued the "shock advised" prompt and charged ready to shock. After the "shock advised" prompt is issued the device performs a double check of the pts rhythm before administering shock, and if the rhythm is no longer shockable the device will correctly disarm as is what happened in this event. At no time during this event did the device instruct the operator to "press the shock button now." Investigation of the pad pak (battery) confirmed that the pad pak used was within its shelf-life. Open circuit and loaded voltage testing on the pad pak confirmed that it had not been significantly depleted. Testing confirmed the pad pak was able to administer 10 shocks with no warning messages issued either during the delivery of shocks or at shut down. There is no evidence to suggest that if shock treatment was diagnosed during this event that the device would have been unable to deliver it.